Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the device imagery revealed the esheath+ tip was opened along the axial score line, but it was also noted to be split with notable stretching in that region. The distal liner was lifted. A review of the patient anatomy imagery revealed there was calcification and tortuosity in the right access vessel. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. In this case, the inability to insert the esheath+ into the patient was confirmed based on provided imagery. The available information suggests that patient factors (calcification and tortuosity) may have contributed to the reported event, as confirmed via the imagery provided. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and/or damage the distal tip. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Regarding the esheath+ distal tip split, this event was also confirmed based on imagery review. The available information suggests that patient factors (tortuosity and calcification) and/or procedural factors (high push force) may have contributed to the reported event. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage, if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, significant difficulty was encountered while inserting the first 14fr esheath+ into the patient. The esheath+ was unable to pass beyond the internal iliac artery. The distal tip of the esheath+ was observed to be damaged. The esheath+ was removed without difficulty. There was no patient injury. The perceived root cause of the event was calcified arteries. Imagery was provided for evaluation. Per review of the imagery, the esheath+ distal tip was opened along the axial score line, but it was also split with notable stretching in that region. The distal liner was noted to be lifted.